Event description:
It was reported that a patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered pericardial effusion. It was reported after the ablation was done, the sound star catheter revealed no pericardial effusion. After that, during coronary angiography (cag), a pericardial effusion was confirmed. Blood pressure did not decrease. Timing was post ablation, during cag. Pericardial drainage was not provided. The patient was under observation. Cardiac tamponade: no steam pop was confirmed. Physician's judgment of health hazard : non-serious (moderate/minor). Cf monitoring: dashboard; vector. Coloring setting for visitag: fti (force time interval). Physician¿s comment : relationship with the bw product is unknown. The contact force was sometimes high during the ablation on the ridge, so the effusion might occur at that time. There was no abnormality before and while using the product. Relevant medical history: none. Additional information- the adverse event was discovered post use of biosense webster products. The patient was kept under observation. Other relevant history --- none. Prior to noting the pe or CT, ablation was performed. Additional information- cag was performed after the ablation was completed. Outcome of the adverse event was fully recovered. The patient required extended hospitalization to check the volume of pericardial fluid. Other relevant history --- none. Generator information was a sa generator, model: m4900207, serial number: (B)(6).transseptal puncture was performed using jll rf needle. Prior to noting the pe or CT, was ablation was performed. Irrigated catheter was used in the event, flow setting was pre: 2s, post: 3s. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation, pump flow was normal. No error messages observed. Dashboard, vector were used. Visitag module was used, parameters for stability used was 3 mm, 5s, 3g, 25%, tag size: 2. No additional filter used with the visitag. Fti was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31002363l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).